Manufacturer narrative:
Zoll did not receive the catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and an investigation has been completed.

Event description:
The cool line catheter (lot # 211139) was inserted into the patient's femoral vein to initiate an ivtm therapy. It is unknown whether the insertion was smooth or difficult. Approximately two days into treatment, during the maintenance phase post-cooling, the catheter was removed due to a noticeable decrease in saline volume in the saline bag. It is unclear whether an "air trap" alarm was triggered at that time. The customer conducted a leak check per zoll's IFU and identified saline leakage from the balloon near the catheter tip. The volume of saline potentially infused into the patient's bloodstream is unknown. The catheter was replaced, and therapy was successfully continued using the same thermogard console. No patient injuries were reported.